Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed on the tubing of five (5) large volume intermates. This was identified during admixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed reddish-brown particles, measured to be 0.20 to 0.25 square mm in size, embedded in the material of the tubing line. The particles have no contact with the fluid path. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Pvc is the raw material of the tubing line. This is not a foreign matter. The reported problem of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.